Event description:
Voluntary medwatch received states patient's pacemaker exhibited inappropriate lv output and vibratory notifier anomaly. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120586.